Event description:
It was reported that an ilet bionic pancreas was dropped, impacted on a corner, and subsequently presented with a blank screen that did not recover after charging and a prolonged power-button press; the device later powered on but was still replaced due to the prior screen nonresponsiveness. Symptoms included no reported adverse clinical effects, and the patient¿s blood glucose was 149 mg/dl with continued use of backup therapy and ongoing cgm use. Outcomes included device replacement and return of the original device. Investigation included customer troubleshooting with charger connection and a 20-second power cycle and inspection of the returned device. Investigation of this device revealed a device display malfunction following accidental physical impact, consistent with a screen or housing-related failure mode. It was concluded, based on previously established findings for similar reports, that the cause was damage from accidental drop leading to display nonfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.